Event description:
A caller reported experiencing a cgm error 42 with their g6 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with comprehensive information on how to reset the pump, and it was advised that the caller proceed with the reset when ready, with instructions to follow up if the issue remains unresolved.